Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 08/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical trial, that two years and twenty-four days post stent placement in the right a. Iliaca communis via an ipsilateral approach, the patient was diagnosed with in stent restenosis. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation and the stent remains implanted. Also, no x-ray images were provided which leads to inconclusive evaluation result. Pre dilation as well as post dilation was performed; there was no report of any irregularities or complication during initial stent placement. Based on the information available an alleged device relation could not be verified. Therefore, based on the information available, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling applicable for this product was reviewed. The instructions for use was found to sufficiently address the potential risk; complications and adverse events may include covered stent stenosis/thrombotic occlusion as well as stenosis/thrombotic occlusion outside of stented segment. Regarding pre and post dilation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel." Regarding proper covered stent deployment, the instructions for use states: "do not touch the distal catheter assembly (i.e., the dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement.". H10: d4 (expiration date: 08/2021), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical trial, that two years and twenty-four days post stent placement in the right a. Iliaca communis via an ipsilateral approach, the patient was diagnosed with in stent restenosis. The current status of the patient is unknown.